Manufacturer narrative:
B3: event date is unknown, using boston scientific aware date. Literature citation: chaus, adib et al, watchman endocarditis: a novel complication. Wiley abstract. 5161.

Event description:
Per literature, it was reported that: the patient had a chadsvasc score of 5 and a has-bled score of 3. A left atrial appendage (laa) closure procedure was being performed to treat paroxysmal non-valvular atrial fibrillation. A watchman access system (was) was positioned at the laa and a 21mm watchman closure device and delivery system (wds) were advanced. The wds was deployed and implanted without complications. One (1) month post index procedure, the patient presented with presyncope. Transesophageal echocardiogram (tee) imaging revealed an echo density in the aortic valve, posterior leaflet of the mitral valve and a possible echo density on the closure device. Coronary computed tomography angiography (ccta) demonstrated a small crescentic leak along the ieft posterior aspect of the closure device. Blood cultures were taken and grew staphylococcus epidermidis. In the physician's opinion, the closure device was thought to be the source of the endocarditis as post implantation imaging did not show any echo densities on the closure device or the valves. The patient was deemed a poor surgical candidate by the cardiothoracic surgery for closure device removal and the decision was made to continue intravenous antibiotics for six (6) weeks and then reevaluate for device removal. A few weeks later, the patient presented with septic shock and died shortly thereafter.